Event description:
Pt states that she has had her pump replaced due to issues regarding insulin flowing from infusion set tubing before piston makes contact with reservoir. After receiving a new pump she has used supplies delivered with the new pump without any problems, but after reverting to her old supplies, the issue of uncontrolled insulin flow during priming is recurring. Pt solved problem by using the newest supplies and returning the old sets causing the malfunction. Malfunctions occurred prior to use.

Manufacturer narrative:
Eval summary: three used devices and 24 unused devices were returned for eval. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membranes in the p-cap connectors were humid and both samples also failed the p-cap connector vent test. Unused devices: the unused devices were tested as the used devices and all 24 samples were found to be within specs. Reference samples: the reference material was tested and the p-cap membranes were humid on 2 samples, which also failed the p-cap connector vent test. The remaining 8 samples were found to be within specs. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200940. No relevant deviations during mfg were recorded.